Event description:
The hcp reported the pt was being treated for intractable angina with diamorphine. The pump was refilled on 5/7/03 and the pt was discharged to home. It is reported that the pt collapsed at home, suffered a respiratory arrest, and was admitted to the hosp. The pt became bradycardic overnight and suffered a cardiac arrest and died. The device was explanted. A follow up report will be sent when additional info is received.